Event description:
There was an issue with the smith and nephew arthroscopy pump not working. It was unable to maintain a flow rate or pressure. It would stop working throughout a case in the operating room for prolonged periods of time that resulted in difficulty visualizing and need for the use of the flush function several times. An extra 60-90 minutes minimum was added to the case because the pump did not work even when troubleshooting by turning off and exchanging lines were attempted. This resulted in extra time the patient was under anesthesia. It resulted in greater than normal swelling in the shoulder as well.